Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s current blood glucose is 489 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer treated with the insulin pump. Troubleshooting was done for high blood glucose under delivery and customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was using auto mode. The customer was neither in the emergency room, nor admitted into hospital as a result of high. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.